Manufacturer narrative:
Evaluation of the instrument logs by global technical support showed that bottle 3 (absolute ethanol) was removed from the instrument for approximately 2 minutes and 30 seconds at 14:14pm on (B)(6) 2015, which is sufficient time to complete manual replacement of the reagent; and the properties of the corresponding reagent station were reset at 14:17pm on (B)(6) 2015. Resetting the regent station set the concentration to the default value configured in the reagent types definitions (100% in this instance); and reset the number of cassettes processed and the number of cycles and days by zero. Bottle 3 (absolute ethanol) was used for the first time in the final dehydration step of the "factory 2hr xylene" protocol, which started in retort a at 15:45pm on (B)(4) 2015 and completed at 19:00pm on (B)(4) 2015. This protocol comprised (B)(4) cassettes. Based on the information provided by the complainant and information in the instrument logs, it was determined that the root cause of the sub-optimal processing reported was a use error. This error occurred during replacement of the reagent in bottle 3, which was completed prior to commencement of the "factory 2hr xylene) protocol started in retort a at 15:46pm on (B)(6) 2015 from which sub-optimal tissue processing was reported.

Event description:
The complainant advised a leica field service engineer (fse) of sub-optimal tissue processing. The complainant described the affected tissue samples as "mushy"; and advised that all tissue samples exhibiting sub-optimal processing were diagnosable. Information subsequently provided to a leica field support specialist (fss) indicated that the suboptimal tissue processing reported was derived from a protocol which completed at 19:00pm on (B)(6) 2015, which comprised (B)(4) cassettes; and that the "...customer likely incorrect reagent change on bottle 3, resulting in a non pure alcohol used last as 100%."